Manufacturer narrative:
User facility listed in initial reporter. (B)(4). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The e-piece was found to be partially disengaged from the shaft and there was a crack on the lower tube. The condition of the returned unit inhibits functional evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the reported condition may occur as a result of excessive manipulation of the device. Excessive side loads applied to the instrument when removing the device loading unit may result to the partial disengagement of the e-piece and a crack in the lower tube, as seen in the returned unit. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia procedure. When the surgeon was trying to the clip the mesh onto the tissue. The charger at the tip of the device fell into the patient. The entire cartridge fell into the patient and was retrieved with a simple laparoscopic tool. No x-ray was performed to locate the piece. In order to resolve the issue and complete the case, took another charger. There was no patient harm. The patient status is alive, no injury.